Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, multiple inappropriate auto mode switch episodes were observed due to far r-wave oversensing. The dependent patient was asymptomatic. Programming changes were made.